Event description:
It was reported that the burr 5.5mm abrader 180mml disposable (3) sheds on tighter joints or when working lateral.

Manufacturer narrative:
A functional inspection was performed and the inner burr rotated freely within the outer sheath, no friction was felt in the unloaded condition. The inner burr approximately one inch from the sluff chamber shows evidence of galling. The galling in not completely around the entire diameter of the shaft indicating side loading took place during use. Per the devices IFU ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time.